Event description:
White teflon pad started to come off prior to the start of the procedure. Device was not used on the patient. Patient was not involved.

Manufacturer narrative:
The investigation of the device was not completed at the time of this report.